Manufacturer narrative:
The delivery system underwent visual and dimensional analysis. During visual inspection the crimp balloon was observed to be torn. Gouges were observed on the flex tip. The guidewire was observed to be cut, and the spring was observed stretched. The flex shaft appeared to have bent but not kink. A compression was observed on the flex shaft ~ 0.75¿, 1.25¿ from the flex tip. Scratches were observed near the compression area. Discoloration was observed on the flex shaft about 4¿ from flex tip and 3¿ in length after wiping flex shaft. The remaining distal portion of delivery system was not returned. During dimensional inspection crimp balloon double wall thickness measurements were taken proximal to the tear. A thin wall could leave the balloon more susceptible to tears and may be indicative of a manufacturing nonconformance. All measurements were found to be within specification. Due to the condition of the returned device (balloon torn, separated distal tip) no functional testing could be performed. No imagery was provided to edwards lifesciences for review. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and no issues were found that might have contributed to the reported event. A review of the lot history revealed no similar complaints. A review of complaint history from november 2018 ¿ october 2019 revealed additional returned complaints. No manufacturing non-conformances that would have contributed to the complaint were identified. A review of complaint data for october 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. The instructions for use (IFU) and the training manual were reviewed for instructions/guidance relevant to proper device handling. Per the IFU, warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Based on the condition of returned device, the complaints were confirmed. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). If the physician performed valve alignment in a non-straight section of the aorta, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle which can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The uneven flex tip gouges observed during visual inspection is indicative valve diving. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Compression observed on the flex shaft indicates that the system was under tension and high alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be definitively determined; available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section of the aorta/residual fluid in the balloon) factors may have contributed to the complaint events. No manufacturing nonconformities and/or IFU/training material deficiencies were identified. A CAPA was previously initiated to address this failure mode. It is possible that the balloon tear has resulted in the exposed balloon components (such as balloon wings) that could have been caught in the sheath tip during retrieval and prevent the delivery system from entering the sheath. In addition, non-coaxial alignment of delivery system with the sheath tip in a tortuous anatomy can also create a difficulty pulling the ds back into sheath. As a result, additional pull force was likely applied in order to remove the delivery system through sheath which resulted in the reported distal tip separation from the delivery system. Available information suggests that procedural factors (withdrawal of torn balloon/non-coaxial alignment of devices prior to removal/additional retrieval forces) may have contributed to the complaint events. No manufacturing nonconformities and/or IFU/training material deficiencies were identified. A review of complaint history revealed that the occurrence rates for the applicable trend categories did not exceed their respective control limits. Therefore, neither pra escalation nor corrective actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6) during a transfemoral tavr procedure, the 29 commander delivery system balloon burst once it reached 15% inflation and the 29 mm sapien 3 valve subsequently migrated.  During removal of the delivery system, the balloon became separated and vascular surgery was needed in order to retrieve the tip of the balloon from the patient.

Manufacturer narrative:
Correction: changed code from 1074 to 4008. The delivery system was returned to edwards lifesciences for evaluation.  During pre-decontamination, the device underwent visual inspection and the crimp balloon was observed to be torn.  Investigation is ongoing.

Manufacturer narrative:
Reference CAPA-20-00141.